Event description:
It was reported the device had to be replaced due to the battery being at "end of service." The device lasted a "short time." No patient symptoms or outcome were reported. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.